Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f705 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f705 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and leak centrifuge alarm. No trends were detected for each complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the customer provided photograph is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
Customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer received a leak centrifuge alarm during cycle 1 of the procedure and immediately stopped the treatment. The customer stated upon inspection of the centrifuge chamber, a minor blood leak was observed on the centrifuge wall. The customer stated that no blood had dripped to the bottom of the centrifuge chamber, or into the overflow bag. The customer stated the leak appeared to have come from the top seal of the centrifuge bowl. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and was treated on another system successfully. The customer did not return the kit; however, has returned a photograph for investigation.

Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the customer provided photograph confirm blood splattered onto the centrifuge chamber wall, indicating a leak. The location of the leak could not be determined based on the photograph provided. A material trace of the bowl assembly and its components used to build lot f705 found no related nonconformances. Kits are 100% leak tested prior to packaging and a leak such as this would have been detected during the in process testing. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl leak could not be determined based on the information provided. This investigation is now complete. (B)(4), p.t. (B)(6) 2017.